Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details was requested. No additional information is available at this time. Reason for reoperation: n/a; "was slight resistance after near complete insertion".

Event description:
Healthcare professional reported device "was slight resistance after near complete insertion." Surgery was completed with a backup device.